Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection as part of the dissect-n study. Stent graft (B)(6) ( serial # (B)(6) ) was implanted into zone 2-3 while (B)(6) ( serial # sn (B)(6) was implanted in zone 4-5. It was reported that a follow-up CT from approximately 32 months post-index identified a type ia endoleak. Corelab review identified a stent ring enlargement. Both findings are associated with stent graft (B)(6) (B)(6). The cause of the endoleak and stent ring enlargement is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received; it was noted that the endoleak was at first not seen but become more evident on CT on (B)(6) 2022. There was no increase of the total aortic diameter and it is just a small leak in a patient so no further action was taken and the patient will be monitored. The site assessed the type ia endoleak as probably related to the study device, possibly related to the study procedure and unlikely related to the dissection. Medical monitor assessed the event as related to the study device, not related to the study procedure and related to the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.